Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump received no delivery. The customer's blood glucose was unknown. The customer stated that in the middle of the night they had no delivery and customer changed infusion set and wants pump overnight. The insulin pump will not be returned for analysis.